Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, during third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. There were no balloon pieces left in the patient's body and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a circumferential tear 3mm long starting 5mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, during third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. There were no balloon pieces left in the patient's body and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.